Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the main tube to proximal clevis interface. The clevis was dislodged from the main tube as a result of the breakage and the main tube interface had collapsed inwards. The proximal clevis was found to be intact and pieces of the main tube were missing. Per the case notes, there are no indications from the hospital that the missing instrument components fell inside of the patient during the surgical procedure.

Event description:
It was reported that during the surgical procedure, when the customer attempted to release tissue, the jaws of the endowrist prograsp instrument stopped working. The customer was able to pull the tissue out of the instrument jaws. When attempting to remove the instrument, the instrument became stuck in the cannula. As a result, the instrument and trocar were removed simultaneously. The planned surgical procedure was completed after a 15-20 minute delay. No patient harm, adverse outcome or injury was reported.